Event description:
Boston scientific received information that lead conductor fracture and insulation issue were noted on this left ventricular (lv) lead which were evident on radiography during routine follow up. This lead remains in service. No adverse patient effects were reported. Additional information received confirmed that there was no further intervention done nor planned for this patient.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.